Manufacturer narrative:
The complaint is confirmed. Device was received: ar-9165cdg batch 051602, unpackaged. Observation revealed that the white handle was cracked at the center pins, and the blue distal guide was missing a holding-pin on one side, not returned. The most likely cause of this event is wear over time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the inserter was used to put in the baseplate but broke at the blue plastic tip and cracked in the middle of the white handle. All was retrieved from the patient. The baseplate was inserted with no further issues.